Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned.

Event description:
Posterior spinal fusion. Revision of l5 s1 fusion for loosening of implant and non union. Original surgery was indicated for a high grade l5 s1 spondylolisthesis. Patient was a high performing athlete in tennis has subsequently stopped for reasons unrelated to the spinal condition. The left l5 set screw was outside the screw construct on xray imaging. This was confirmed on surgical exploration. All screws were removed and replaced with 1mm larger diameter screws. No ae to patient.